Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe cut and aspirated poorly during a left eye vitrectomy procedure. The probe was exchanged with other probe and the procedure was completed. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of not cutting and poor aspiration; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were six additional complaints associated with the lot for the reported issue. Root cause: because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and action has been implemented to reduce the frequency of probe complaints. (B)(4). No additional action is required at this time. The manufacturer internal reference number is: (B)(4).